Manufacturer narrative:
Device evaluated by manufacturer - unit returned with its original box labeled batch 19094345. The unit returned has an adhered material at the distal tip, as part of overall visual revision. The adhered material was removed and stored in a container. Decontamination process was done normally. The device does not have visual defects. The ablation was verified by using the maestro generator 4000, and the device was found within specifications. Electrical test was performed and the device was found within specifications. Mtac testing concluded the adhered material at the distal tip is biological. The manufacturing record for this product has been reviewed and no issues or discrepancies were found. This review did not identify any failure of the product to meet its material, assembly or performance specifications. The most probable cause of the reported difficulties may be due to anatomical and/or procedural factors encountered during the procedure. (B)(4).

Event description:
It was reported that tissue was on the device. An atrial flutter ablation procedure was performed with an intellatip mifi¿ xp temperature ablation catheter. Ablation was performed in power mode with no more than 50 watts delivered. Ablation was performed successfully. However upon removal of the catheter; tissue was noted to be sticking to the mini-electrodes. No char or thrombus was noted. No further patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that tissue was on the device. An atrial flutter ablation procedure was performed with an intellatip mifi¿ xp temperature ablation catheter. Ablation was performed in power mode with no more than 50 watts delivered. Ablation was performed successfully however upon removal of the catheter; tissue was noted to be sticking to the mini-electrodes. No char or thrombus was noted. No further patient complications were reported and the patient's status is stable.